Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and customer was not able to login. A field service engineer (fse) found that the station had been recently reimaged and was prompting for login information. Admin credentials were added, and the application loaded, but the station did not appear on remote support service (rss). The hard drive was replaced with a preloaded image, the time was set, eset was installed, and the system was synchronized while waiting for the device to appear on the rss dashboard. Component manager was updated and registered, but the station still had not appeared. The station's functionality was verified, and wsus was to be completed once the station became active on rss. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the customer reported that they were not able to log in, had restarted the device several times but it still failed, and upon checking in rss the station was offline, while the customer confirmed that there were no power or network issues on their side. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.